Manufacturer narrative:
(B)(4). Date sent: 9/22/2016. Additional information received: per the ees medical safety officer: the pathological specimen from the reoperation reports an ulcer at the anastomotic site with ischemic necrosis in the wall below the metal clips. This ischemia in the wall of the colon and the ulcer would indicate vascular compromise of the anastomosis which most probably is a result of devascularization of the colon and poor blood supply at the anastomosis related to factors occurring during the first operation. It is possible that the metal clips compromised the blood supply in the first operation. In addition the ulcer at the anastomosis also indicates ischemia that is either a result of stapling through thick diseased bowel or from vascular compromise occurring during the initial operation. My assessment is that tissue factors or other surgery related technical factors led to the adverse outcome in this patient.

Manufacturer narrative:
(B)(4) date sent: 9/2/2016. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was received: during a lap sigma, hemicolectomy left side surgery on (B)(6) 2016 donuts were ok, leakage test (air) ok. The surgery was performed by a senior surgeon. On (B)(6) 2016 the anastomosis was insufficient, re-surgery with hartmann stoma. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with the device? Who fired the device and what is his/her experience? Where in the green range was the indicator located prior to firing? Did the surgeon wait 15 seconds and then retighten prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Did the healthcare professional receive audible & tactile feedback when firing the device? Was the device difficult to close? Was the device difficult to fire? Were there any issues with staple formation in the primary procedure? Were there any issues with staple formation in the secondary procedure? Was a leak test performed? If so, what were the results? When was the safety released prior to firing? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? (B)(6) speaking support is available for this conversation.

Event description:
It was reported that the anastomosis was incomplete. More information will follow. The device problem occurred after use on the patient. One device was disposed of.